Event description:
The customer called for help with her contour meter. She took 3 units of insulin and began to feel sweaty and dizzy. She did not provide the blood glucose reading that she received prior to taking insulin. She tested her blood glucose and received a reading of 130 mg/dl, but expected a much lower reading since she had taken insulin. Paramedics were called. They tested the customer's blood glucose at 30 mg/dl once they arrived. It's not known what type of treatment the customer received. Control solution and replacement test strips were sent to the customer. No product will be returned at this time.